Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error codes 1250 and 1260 along with a ripped rear label. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the initial customer report indicated damaged rear case and error code 1260. During testing, the issues were confirmed. Error 1260, "replace pwa board," was confirmed. The parts were replaced with new ones. All performance verification tests were performed. Visual and functional testing was performed. Events log was reviewed and there are no errors related to the customer complaint. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. Probable cause: cracked rear casing and error code 1260.